Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient experienced diaphragmatic stimulation from the left ventricular lead. X-ray showed that the lead was displaced approximately 7mm, thus diaphragmatic pacing occurred. The stylet was reinserted, the lead withdrawn and repositioned. It was also noted that the shape of the lead is unsuitable for fixation. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No further patient complications have been reported as a result of this event.